Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After all cuts were made, saw attachment was taken off of power piece. When the attachment was removed from the mouth a screw fell to the ground. A screw appeared to be broken off inside the mouth of the power piece. All cuts were already complete so the saw was no longer needed for the rest of the case. The case was completed robotically. New mics power piece is needed as soon as possible. Case type: tka.

Manufacturer narrative:
Reported issue: after all cuts were made, saw attachment was taken off of power piece. When the attachment was removed from the mouth a screw fell to the ground. A screw appeared to be broken off inside the mouth of the power piece. All cuts were already complete so the saw was no longer needed for the rest of the case. The case was completed robotically. New mics power piece is needed as soon as possible. Case type: tka product inspection: mics-209063, sn#: (B)(6), RMA#: 283192. Inspected per d06917 and determined failure of the following test step. Sec# 7.1.4. Collar test. Missing screw in collar. Disposition: rtv. Inspected by: (B)(4). Device history review: device history records indicate (B)(4) devices were manufactured under lot k08kv and (B)(4) devices were accepted into final stock on 11/15/2016. A review of qt16-11-0041 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42011016 shows 6 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1414517 and CAPA 1450904.

Event description:
After all cuts were made, saw attachment was taken off of power piece. When the attachment was removed from the mouth a screw fell to the ground. A screw appeared to be broken off inside the mouth of the power piece. All cuts were already complete so the saw was no longer needed for the rest of the case. The case was completed robotically. New mics power piece is needed as soon as possible. Case type: tka.